Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he had been having no delivery alarms with the new pump. Customer change the sets and reservoirs but it still receiving the alarm every half hour. Customer changed out the battery twice. Customer checked out his site 3 times today. Customer's blood glucose was 433 mg/dl at the time of the incident. Customer took a shot of insulin. Customer reported that the insulin exits the tubing but there is greater than normal resistance with the plunger push. Customer was advised that the pump was working as designed. Customer was also advised to use a back-up plan if needed.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.